Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt band for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer initially reported that the autopulse nxt platform (sn (B)(6) did not function as intended during a patient's resuscitation attempt. The nxt platform failed to perform the CPR motion with the nxt band. The customer utilized another defibrillator to resuscitate the patient. Upon following up, the customer reported that when attempting to initiate the autopulse nxt platform, the nxt band was unable to size down to the patient's chest because an internal wire that adjusts the belt had become coiled or twisted, preventing the nxt band from lowering to the appropriate chest width. The customer stated that the coil was internal, so there was no way for the customer to untwist it at the bedside. As a result, the nxt platform started compressing while very slack on the chest, not delivering adequate compressions. The customer immediately started manual compressions when the nxt platform malfunctioned, so the customer doesn't believe there was any significant delay. No consequences or impact on the patient.